Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar sleeves were leaking co2. There were no patient consequences. Unknown how case was completed.